Manufacturer narrative:
Four unopened probes were received. The returned bubbles came out and actuation failure occurred. The samples were then functionally tested for actuation and aspiration and all four were found to be conforming for both functional tests, with no bubbles observed during testing. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be conforming, therefore bubbles and an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that bubble came out when switching on/off and actuation failure occurred during surgery. There was no report of patient harm. Additional information requested and received that the surgery was continued and completed.